Manufacturer narrative:
(B)(4) approximate age of device ¿ 40 days. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for suspected gastrointestinal bleeding. The patient's hemoglobin was 3.9 g/dl on admission and they were transfused with 4 units of packed red blood cells. An upper and lower endoscopy and capsule study were performed, but the source of the bleeding was unable to be determined. Coumadin was resumed at discharge on (B)(6) 2015 without lovenox bridging. The customer reported that the event was device related. No further information was provided.